Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there were foreign objects in the auxiliary water channel. The foreign material has been identified as a medical defoaming agent, however, a definitive root cause as to why it remained in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.